Manufacturer narrative:
(B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: one trial spacer handle (part # 389.151, lot 77538) along with one trial spacer (03.802.017 lot 2707256) were returned together with a complaint description of ¿it was reported that the tip of the trial implant broke off into the threads of the trial handle during an l5/s1 anterior lumber interbody fusion (alif) with synfix procedure on (B)(6) 2015. A two (2) minute surgical delay was noted.¿ the two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space. The drawings call out the appropriate thread and thread depth to fully seat the spindle assembly. If the outer portion of the trial spacer handle is fully engaged in the trial spacer, minimal loading forces should be applied to the threaded region. However, the design allows for clearances between 0.03 and 0.2mm. This provides enough clearance for the inner shaft to flex leading to the material's (465 ss) yield stress to be reached. Once the shaft has been plastically deformed it is possible that fatigue of the threaded tip through adjustments of the trial spacer during the procedure to lead to an eventual fracture of the shaft. Approximately 3 lbs of force applied at the mid-length of the handle can give enough moment to yield the tip if it is allowed to flex. This does not take into account any off axis impact loading from a mallet which can add to the stresses. This complaint is valid from a design perspective. The clearance between the trial spacer handle allows for enough flex to be applied to the threaded inner shaft to provide enough bending stress to reach it's yield stress. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: a design change to the spindle subassembly was implemented, despite the change in design and materials in order to improve the performance of this device, this complaint is valid from a design perspective. The clearance between the trial spacer handle and trial spacer allows for enough flex to be applied to the threaded inner shaft to provide enough bending stress to reach it's yield stress. One trial spacer handle (part# 389.151, lot 77538) along with one trial spacer (03.802.017 lot 2707256) were returned together with a complaint description of ¿it was reported that the tip of the trial implant broke off into the threads of the trial handle during an l5/s1 anterior lumber interbody fusion (alif) with synfix procedure on (B)(6) 2015. A two (2) minute surgical delay was noted.¿ the two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space (information provided per synfix-lr system technique guide 7022-I). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. A review of the device history record will be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was attempted: part number 03.802.017, lot number 2707256, does not have a device history record available on file to review, therefore a device history record review is not possible.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the tip of the trial implant broke off into the threads of the trial handle during an l5/s1 anterior lumber interbody fusion (alif) with synfix procedure on (B)(6) 2015. A two (2) minute surgical delay was noted. This is report 1 of 1 for (B)(4).